Event description:
It was reported that during a lap sigma procedure, teflon pad melted. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/01/2008. Info anticipated, but unavailable at this time.